Event description:
It was reported that the patient was hospitalized due to dislodgement of the left ventricular lead and heart failure. It was noted that the patient presented with chest pain, discomfort, dyspnea/ shortness of breath, and fatigue due to left ventricular lead dislodgment. Chest x-ray was performed and dislodgment was confirmed. Upon interrogation, the lead exhibited loss of capture. Programming change was made. On (B)(6) 2017, the patient was discharged as heart failure was resolved. On (B)(6) 2017, the patient presented for the lead revision procedure. During the procedure, the lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: (B)(4).